Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air in the device occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath and farawave catheter. After inserting the farawave catheter into the faradrive steerable sheath, continuous bubbles were observed in the faradrive during aspiration. Aspiration was performed five (5) times using a 50cc syringe without cessation of air bubbles within the faradrive steerable sheath. The faradrive steerable sheath was exchanged for a new faradrive and the procedure was successfully completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the faradrive steerable sheath upn #m004pf21m402 batch #cl14712. The faradrive steerable sheath was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the faradrive steerable sheath was discarded at the healthcare facility, therefore returned device analysis could not be performed. Labeling review review of the faradrive instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a review of the faradrive hazard analysis was completed and confirmed that the event of visible air/bubbles was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of cause not established. It was reported that during a pulse field ablation procedure after the farawave catheter was inserted into the faradrive steerable sheath air bubbles were observed in the sheath. Aspiration was unable to clear the air bubbles from the faradrive steerable sheath. The faradrive steerable sheath was not returned for analysis therefore the reported event of visible air/bubbles was unable to be confirmed.

Event description:
It was reported that air in the device occurred. A pulse field ablation (pfa) procedure was performed using a faradrive steerable sheath and farawave catheter. After inserting the farawave catheter into the faradrive steerable sheath, continuous bubbles were observed in the faradrive during aspiration. Aspiration was performed five (5) times using a 50cc syringe without cessation of air bubbles within the faradrive steerable sheath. The faradrive steerable sheath was exchanged for a new faradrive and the procedure was successfully completed.